Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the peeling off of the coating occurred due to the following stresses applied to the insertion section. These stresses could be physical, such as rubbing or hitting the insertion section, chemical stress from reprocessing not recommended by the IFU (reprocessing manual), or stress from an inferior storage environment (in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays and/or ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited peeling on the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: there was a cut in the bending section rubber, the connecting tube was wrinkled, the connecting tube was dented, the light guide lens was cracked, the charged coupled device lens was cracked, and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.